Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side seroma. Healthcare professional additionally reported left side capsular contracture baker grade unknown. Device has been explanted and discarded.